Event description:
A customer reported experiencing a cartridge alarm with their pump, displaying "high" for blood glucose, but the specific value was unknown. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer performed a correction injection using multiple daily injections (mdi). Technical support confirmed that the pump was still under warranty and provided the customer with a replacement pump. The customer was given instructions on how to put the malfunctioning pump into storage mode before returning it and was advised on steps to take upon receiving the replacement. The customer acknowledged and understood all instructions, and the return process was arranged via ups with no signature required for the delivery.